Manufacturer narrative:
The monopolar curved scissors exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.3mm x 0.5mm. There was not any material missing. Root cause for scratch marks/abrasions on the instrument tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The defect was observed when it was first introduced. Customer decided not to use the instrument and to take others. The operation was not delayed and was able to proceed without a hitch. Damage was detected on the second area which was the grey area before the orange part of the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors had a damaged sheath. There was no report of patient injury.